Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve event. No abnormalities were seen visually during the procedure.

Event description:
During a remote follow-up, a decrease in pacing impedance and noise were observed on the right ventricular (rv) lead. Lead damage is alleged but not confirmed. No intervention has been performed. The patient was stable with no consequences.